Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture" "lump".

Event description:
Patient reported right side "capsular contracture" and "lump." Device remains implanted. Patient reported "surgery to remove the lump."